Event description:
It was reported that during a total vaginal hysterectomy procedure, the "jaws broke". Nothing else was available or is available. There were no patient consequences. Case completed by performing a cut, clamp, and tie.

Manufacturer narrative:
(B)(4). The device was received in good condition. During mechanical testing, the jaws would not open and as a result, no functional testing could be performed. The device was disassembled and the proximal gear was missing three teeth, only one of the three gear teeth was returned with the device. One of the broken teeth did not shear all the way off, jamming the gear prevented the jaws from opening and closing.

Manufacturer narrative:
(B)(4): additional analysis information: the parts did not fail by green state. There was bonding across the entire fracture surface. However, the level of bonding is probably lower than an optimum process. This may be due to not enough pack out or from the sintering operation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.